Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the physician stated there was inconsistency in their therapy and because he had already done other catheter revisions he felt like there could potentially be something wrong with the drug contained in the pump tubing, which is why he decided to replace it.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_ascenda_cath, serial# unknown, product type: catheter. Product ID: 8709, serial (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-sep-08. It was reported that the pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. The patient had a cerebrospinal fluid (csf) leak into the pump pocket noted on (B)(6) 2017 by the physician and the patient was scheduled for a catheter revision which occurred on (B)(6) 2017. The concentration of the fentanyl to 5000 mcg/day, daily dose of 2,000 mcg/day with a personal therapy manager (ptm) dose of 250 mcg with a 1 hour lock-out, 20 doses per day. The catheter was patent and issue resolved.

Manufacturer narrative:
Logs showed the pump was delivering fentanyl 5000.0 mcg/ml at 2497.6 mcg/day. Section d information references the main component of the system and other applicable components are: product ID 8781, serial# (B)(4), product type: catheter]. The pump was returned, and analysis found no evidence of anomalies. The 8781 catheter was returned, and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was brought back in due to her receiving inconsistent results with her therapy. They felt like because the pump had compounded pain medication that the pump tubing might be malfunctioning due to possible inclusion. The pump was given back and will be returned.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving fentanyl [14000 mcg/ml] at a rate of 4000 mcg/ml and bupivacaine [15 mg/ml] at a rate of 4.289 mg/day via intrathecal drug delivery pump. It was reported that the patient had an infection along her spinal incision site. The doctor removed the old catheter and had concerns that the infection could have spread to the pump pocket. So they decided to to explant the pump and re-implant a new pump on the other side of the patient's abdomen. The issue was resolved and there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.